Event description:
It was reported that this pacemaker battery, appeared to be depleting prematurely. Data analysis confirmed the early battery depletion appeared to be consistent with high power consumption. This pacemaker was removed and replaced. No additional adverse patient effects were reported. This product has been returned. This report will be updated upon analysis completion. This device is part of the hydrogen induced premature depletion advisory population.